Event description:
It was reported that the subject device has lost a spring, the optics are coming loose, and the vision is not clear. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler unit was loosened, damage on cable unit with metal part exposed, and water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely that the following factors led to the malfunction: the coupler unit was loosened, which could have caused poor image quality; additionally, the damaged cable unit resulted in exposed metal parts and a loss of water tightness. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.